Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding correctly. Customer stated that the act button was not responding during her attempt to bolus. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.